Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component confirmed that it met specification. Evaluation of the associated trial component found that it also met specification. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6), 2011. During the procedure, the surgeon utilized a trial femoral head with the acetabular cup implant and noted that the trial was stable. An attempt to implant the same sized femoral head implant was unsuccessful as it easily dislocated from the acetabular cup implant when the surgeon ranged the hip after reduction. The femoral head was removed and another femoral head was retrieved to complete the procedure; however, a delay greater than thirty minutes occurred as a result. Event is being reported as a delay in the procedure was indicated; no product problem was identified.